Event description:
According to the available information the patient was implanted with altis on approximately (B)(6) 2024. Approximately, 3-4 weeks post implantation, patient experienced mesh exposure in the mid-line (original) incision of approximately 6-7mm in length. Sling was removed on (B)(6) 2024.